Event description:
The iab was inserted into the pt on 4/20/98 at 8:55 am. On 4/25/98 at 11:05 pm, the iab leaked and the iab was removed. No second iab was inserted into the pt. There was no pt injury or complication as a result of the event. The pt did expire on 5/7/98. The following was reported to datascope on 6/17/98: the pump alarmed "blood detected". A small amount of dried blood was noted in the catheter and the balloon was removed. There was no pt injury or complication as a result of the event on 4/25/98. The pt was being weaned and blood pressure seemed to be stable so support was no longer deemed necessary. [Event complications]: none from the event-reported 5/13/98 and 6/17/98. [Pt's current status]: expired-rpt'd 5/13/98.

Manufacturer narrative:
Eval: underwater leak testing disclosed a leak in the membrane. Under microscopy, a penetration was seen within a whitish patch. The patch, when stained, exhibited the typical appearance of an abrasion mark. Probable cause of difficulty: the ragged edged penetration located within an abrasion mark is typical of that produced by calcified plaque during iabp. (Follow-up MDR was mailed to the FDA on 7/8/98).